Event description:
It was reported to boston scientific that while using the radial jaw 3 biopsy forceps during a colonoscopy one of the jaws separated from the device. The physician successfully took the first biopsy in the transverse colon of the patient and took the sample out of the colonoscopy. The physician reinserted the forceps into the colonoscope, before biting the second biopsy he observed, from the endoscopic view, that one jaw of the biopsy forceps disappeared. The physician removed the forceps, the physician could not locate the missing jaw and suspected the missing part is in the patient's body. Another forceps of same model was used to complete the procedure. The physician expects the part will discharge from the patients' body on its own. The patient was stable, and the physician will monitor the patient for future conditions.